Manufacturer narrative:
Device evaluation: the cage was not returned and no photos were provided, so analysis was unable to be performed. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instruments and the cage were being used or handled at the time of the damage. DHR review and related actions: per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a zyston cage was found broken on x-ray intra-operatively after being placed in its final position. The surgeon decided to remove the cage and use autograft to pack the disc space without replacing the cage. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a zyston cage was found broken on x-ray intra-operatively after being placed in its final position. The surgeon decided to remove the cage and use autograft to pack the disc space without replacing the cage. There were no reported patient impacts.